Event description:
It was reported that the stored episodes one and two days post implant showed undersensing due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event. It was also reported that the lifetime counter included more episodes than those collected since implant which was confusing to the customer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).